Event description:
It was reported that cadd legacy pump double beeping. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was duplicated. Found high pressure and no disposable messages in the event history log that could cause continuous alarm. Root cause was found to be a faulty downstream sensor. The downstream sensor was replaced.

Event description:
Via email file (B)(4): event did not occur while in use by patient. Found during testing.